Event description:
It was reported that the patient experienced hypotension and tachycardia. Pulse field ablation with a farawave catheter was completed on the left side of heart, rhythm changed from atrial fibrillation to atrial flutter. Cavotricuspid isthmus (cti) was ablated on right side and the patient went into a different tachycardia with hypotension. No st elevation or serious effusion was noted. The patient was then cardioverted and chest compressions were briefly performed. Epinephrine and norepinephrine were administered to increase blood pressure. The patient was eventually stabilized and the procedure was completed successfully. The patient was hospitalized; the patient is fine and was discharged home the following day on (B)(6) 2025. The devices used in the procedure functioned as intended. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction added a2304: off-label use. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hypotension and tachycardia. Pulse field ablation with a farawave catheter was completed on the left side of heart, rhythm changed from atrial fibrillation to atrial flutter. Cavotricuspid isthmus (cti) was ablated on right side and the patient went into a different tachycardia with hypotension. No st elevation or serious effusion was noted. The patient was then cardioverted and chest compressions were briefly performed. Epinephrine and norepinephrine were administered to increase blood pressure. The patient was eventually stabilized and the procedure was completed successfully. The patient was hospitalized, the patient is fine and was discharged home the following day on (B)(6) 2025. The devices used in the procedure functioned as intended. The device is not expected to be returned for analysis.